Manufacturer narrative:
The pump was returned to animas for evaluation. The down-arrow keypad button press did not activate desired pump functions during testing. During investigation, the down-arrow key contact was observed to be misaligned. (B)(6).

Event description:
The patient's mother reported that the up arrow is very delayed in responding. The keypad is intact and there is no water use with the pump.